Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error alarm or excessive no delivery alarm. The motor passed the motor test. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 416 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during bolus delivery. Customer advised they had a dark circle at the top of the screen which meant delivery had stopped. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.